Event description:
It was reported that approximately 36 months post implant of a bifurcated device, and a suprarenal aortic extension, endoleak was discovered. Reportedly, the patient had a growing aaa, and during explantation the physician discovered an endoleak. Patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device expected to be returned for evaluation.

Manufacturer narrative:
Based upon the investigation findings, the reported type iii-b is confirmed based on clinical assessment of available images and evaluation of the returned explant. No medical documentation and suboptimal imaging studies were available for this review. Product use was incongruent with the IFU due to: the aortic neck diameter of greater than 32 mm and the left iliac artery angulation greater than 90 degrees. Both of these anatomical findings might have contributed to this event. Three months post implant there was evidence to support a type iii-b endoleak due to the hyper-dilation of the suprarenal cuff, associated with a thin mural thrombus within the stent and a small interval sac growth. Thirty-six months post implant the sac had grown approximately 2cm over thirty-three months. There was evidence to support a new type iii-b endoleak at the bifurcation, associated with a partial stent collapse in that area. There was evidence of stent migration of the cuff with progressive hyper-dilation and thrombus within that stent. An explant was confirmed by still photographs. The patient's final disposition could not be established due to lack of information, but it was reported that the patient was doing well. A manufacturing record review was performed. The lots met all release criteria with no related ncmr's. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. The product fmea's have been reviewed and confirmed that the risk has been accurately captured. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.